Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspection were completed and no issues were noted during manufacture. No investigation or root cause has been provided and the investigation could not be confirmed whether a quality related issue has resulted in the customer reported problem. No information available to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the product does not include the beaded tie. No patient injury was reported